Manufacturer narrative:
(B)(4). Device passed displacement test and active current measurement. Power graph does not unexpected battery power loss however, unit received with had high sleep current which results in unexpected battery power loss, problem isolated to pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery power ran out quickly. Customer's blood glucose level was unknown. No further details given. The insulin pump will be returned for analysis.